Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that during a clinic follow-up, the device alerts tones were not sounding appropriately, nor with the typical volume. The high urgency alert tone sounded like an "intermittent beep" rather than the typical dual tone; the low urgency alert tone was not audible; the magnet tone was "very low and not like it usually (sounds.)" The allied health professional was concerned the patient would not hear the alert when the device reached recommended replacement time (rrt) and that the tone quality deteriorated. The device was explanted and replaced. No patient complications have been reported as a result of this event.